Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a patient notifier. The device was interrogated and loss of capture and sensing were observed. A chest x-ray showed the lead was dislodged. The lead was explanted when repositioning was not successful due to helix not extending. There were no complications.